Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2007, the patient stated that she noticed moisture in the cartridge compartment of her infusion device. During troubleshooting with a company representative, she removed the insulin cartridge from the chamber, then removed the moisture using a q-tip. She noted that the moisture collected on the q-tip smelled like insulin. She described the steps she had been using to change her insulin cartridge in which she was not connecting the adapter and infusion set tubing prior to insertion of the cartridge into the compartment as described in product labeling. The proper steps for inserting the cartridge were reviewed with the patient. Troubleshooting found no other issues with the product. During follow up five days later, she stated that there were no signs of moisture at all in the cartridge compartment. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.